Event description:
A dialysis facility reported that there was excessive fluid removal of approx 1.1 kg. From a pt during a hemodialysis treatment. No saline was given. The pt was asymptomatic and was discharged in stable condition.